Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch pak814, batch pb5025. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the name of the initial procedure on (B)(6) 2019? Laminectomy. Can you obtain the lot number? The possible lot number is pak814 or pb5025. If applicable, will product be returned, return date, tracking information. No sample will be returned. What is physician¿s opinion as to the etiology of or contributing factors to the infection? The surgeon commented that it cannot deny since the only changed procedure from usual is suture, and the cause of the abscess (such as infection or inflammation) is unknown. What is the patient¿s current status? The patient was discharged from the hospital. The following information was requested but unavailable: the patient demographic info: age, weight, bmi at the time of index procedure. Date, time of onset of infection from the surgical procedure? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Were cultures performed? Results?

Event description:
It was reported that the patient underwent laminectomy on (B)(6) 2019 and barbed suture was used on the fascia. A drain was placed just above the fascia and there was no reported problem with the usage of the drain. Three to four days after the surgery, the patient had a fever. An abscess formed subcutaneously and developed just above the site of use. The condition improved by administration of antibiotic agent. The surgeon opined the only changed procedure from usual is suture, and the cause of the abscess, such as infection or inflammation is unknown. The patient was discharged from the hospital. No additional information was provided.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device possible lots pb5025 and pak814, and no non-conformances were identified. Batch pb5025; expiration date: 01/31/2021. Date of mfg.: 02/20/2019. Batch pak814; expiration date: 12/31/2020. Date of mfg.: 01/28/2019.